Event description:
Intralase was used to create corneal channels on left eye of 1 patient on (B)(6) 2011. No issues during creation of the channel or during insertion of the rings. Ring channel depth set at 400, .45 intacs placed inferiorly and superiorly. Patient presented 2 week post op follow up with edema and cloudy vision. Surgeon found that the end of the intac ring had eroded into the anterior chamber. Inferior ring was removed on (B)(6) 2012. A week later, the surgeon removed the superior ring. Bandage contact lens was placed and acuvail and zymaxid eye drops were given. Patient had keratoconus on left eye; best corrected visual acuity pre-operation was 20/150. He is contact lens intolerant for the treatment of keratoconus. One day pos-operation, uncorrected visual acuity was 20/300 with bandage lens in place. No bcva has been provided post op.

Manufacturer narrative:
Information has been requested to the account and as of today, we have not been able to get additional follow up information on how the patient is evolving. Note: all pertinent information available to abbott medical optics (amo) at the time of this report has been submitted. Should new information that changes the facts and/or conclusion of this report become available; a supplemental report will be submitted. Placeholder.

Manufacturer narrative:
A clinical development manager (cdm) followed up with account and reported that the patient's vision is count fingers without correction. Customer has not checked vision with correction as this patient has severe myopia and keratoconus, which are per-existing conditions. All pertinent information available to abbott medical optics (amo) at the time of this report has been submitted. Placeholder.